Event description:
Information received indicates the siderail will not rise into the latched position.

Manufacturer narrative:
The technician found the right intermediate siderail latch cover was bent. The technician adjusted the latch cover to repair the bed.